Event description:
When instrument was applied to the tissue there was no "thermofusion" of the tissue. When the instrument was reopened the instrument handle broke. Then the vessel was not sealed and there was some blood loss of about 1 liter.